Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed using normal method and the procedure was completed with a different device. No complications reported and patient was in good condition post procedure.